Event description:
Boston scientific crm received information that a revision procedure was performed, this right ventricular lead was removed due to a pocket infection. There was no reported allegation against the lead. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.